Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp but was unable to reproduce the customer's reported issue. The stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. (B)(6).

Event description:
It was reported that during use on a patient when attempting to put the unit into use, the cs300 intra-aortic balloon pump (iabp) would not zero the fiber optic transducer. Additionally, it was reported that there was no blood pressure (bp) waveform and it was noted that the ECG leads were not applied to the patient. The iabp unit was swapped out with another iabp unit to continue therapy without issue. There was no patient harm; thus, no adverse event reported.